Manufacturer narrative:
(B)(4).

Event description:
It was reported that that subclavian vein was perforated during a normal device replacement/lead revision procedure. The left ventricular lead exhibited high capture threshold. The subclavian vein was perforated all the way to the right lung during the lead implant procedure. The perforation was repaired by the cardiac surgeon, and the lead was capped and replaced. The patient was stable post procedure and will be followed up normally.